Event description:
It was reported that the device exhibited >2500 ohms bipolar lead impedance. Unipolar impedance was 351 ohms. Capture was evident in unipolar and sensing could not be determined due to the patient's own rhythm not being at least 50 bpm. The device was programmed to the unipolar configuration.